Event description:
The cutting balloon was used successfully to treat an in-stent restenosis lesion in the lad coronary artery. In an attempt to treat another lesion, the cutting balloon was then placed through the stent's side struts and became stuck. The physician pulled on the device causing the distal portion of the catheter to break off remaining in the pt. Attempts made to snare the distal portion of the catheter were unsuccessful. The pt became hypotensive and bradycardiac requiring resuscitation. Emergency surgery was planned but there was a significant delay before the operating suite was ready. The pt experienced a cardiac arrest on the operating room table and attempts to resuscitate were unsuccessful.